Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged slough and necrotic tissue are related to activ.a.c.¿ therapy system. There have been several attempts made to gather additional clinical information, but there has been no response. It is unknown if and what medical or surgical intervention was required. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2017, the following information was reported to kci by nurse: the patient experienced a technical issue with activ.a.c.¿ therapy system, and the nurse alleged the patient's wound was starting to deteriorate. On (B)(6) 2017, kci global safety representative spoke to the nurse who reported the activ.a.c.¿ therapy system experienced a technical issue and alleged observing slough and necrotic tissue in the patient's wound. On mar 22 2017, a review of kci records included the following: the patient was placed on an alternate treatment on mar 01 2017, and activ.a.c.¿ therapy system was placed on hold. On (B)(6) 2017, it was reported that the patient was discontinued from activ.a.c.¿ therapy system on (B)(6) 2017 as outcome of therapy, therapy goal not achieved, wound not responding. The wound measurements obtained on (B)(6) 2017 were noted to be the same as the measurements obtained on (B)(6) 2017. No additional information is available. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.